Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp extension set appeared contaminated. It was further reported "the filter had precipitate in it but protecting the filter was helping". The precipitate was noted on the device during patient infusion with veletri. There was no patient injury or medical intervention associated with this event. No additional information is available.